Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii ver. 2 (ft3 v2) on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. The sample also had a discrepant result for elecsys ft3 iii (ft3) when tested on the second e 801 analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The date of the event was requested, but not provided. This medwatch will apply to the ft3 v2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 assay. Refer to the attachment for all patient data. The sample was tested on the customer's e 801 analyzer on an unknown date. The sample was then provided for investigation where it was tested with the ft3 and ft3 v2 assays on a second e 801 analyzer. During investigations, the sample was also tested with the ft3 v2 assay on an e411 analyzer on (B)(6) 2022. The sample was also repeated on an abbott architect analyzer. The serial number of the customer's e 801 analyzer was requested, but not provided. The ft3 v2 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 v2 reagent lot number 575688, with an expiration date of 31-jan-2023 was used on this analyzer.

Manufacturer narrative:
A sample from the patient was provided for investigation. The high ft3 value generated at the customer site could be reproduced. Further investigations of the sample determined that it contains an interfering factor to the streptavidin component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation could not identify a product problem.